Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lassostar nav and the catheter tip broke into pieces. It was reported by the caller that the lassostar nav catheter that the physician stated the catheter was hard to maneuver. Upon removing the catheter it appeared to be kinked to the point that it was difficult to remove from the balloon. And resulted in the distal end of the catheter being stripped from the balloon and breaking into pieces once it was pulled out of the patient. The was no patient consequence. The physician decided to not use the cryo balloon and the lassostar catheter and switched to rf ablation. The case continued. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31302672l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 28-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lassostar nav and the catheter tip broke into pieces. It was reported by the caller that the lassostar nav catheter that the physician stated the catheter was hard to maneuver. Upon removing the catheter it appeared to be kinked to the point that it was difficult to remove from the balloon. And resulted in the distal end of the catheter being stripped from the balloon and breaking into pieces once it was pulled out of the patient. The was no patient consequence. The physician decided to not use the cryo balloon and the lassostar catheter and switched to rf ablation. The case continued.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lassostar nav and the catheter tip broke into pieces. It was reported by the caller that the lassostar nav catheter that the physician stated the catheter was hard to maneuver. Upon removing the catheter it appeared to be kinked to the point that it was difficult to remove from the balloon. And resulted in the distal end of the catheter being stripped from the balloon and breaking into pieces once it was pulled out of the patient. The was no patient consequence. The physician decided to not use the cryo balloon and the lassostar catheter and switched to rf ablation. The case continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed stress marks in the tip and one section of the shaft. Also, a broken condition with wires exposed in the shaft was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent tip and broken conditions reported by the customer were confirmed. The potential cause of the damage observed could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter if resistance is encountered. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).